Event description:
It was reported that the patient was hospitalized due to high blood glucose (bg) levels, while wearing the pod on the arm between 37 and 48 hours. The pod fell off, dislodging the cannula from the infusion site. At the hospital, the patient was placed on an intravenous (IV) of insulin.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.